Event description:
It was reported that two hours post implant of the right ventricular (rv) lead, pacing failure was observed and threshold increased. Rv lead output was thus increased. Rv lead dislodgement was suspected, however dislodgement or perforation could not be confirmed. It was further reported that rv lead dislodge was confirmed via ultrasound and computerized tomography (CT) scan. Subsequently, the rv lead was capped, abandoned and remains in the patient. A different rv lead was implanted. No further patient complications have been reported as a result of this event.